Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that the distance from the proximal end of the bur to the fracture area approximaelty aligns to where the bearings of the attachment are located. Heavy markings were also observed around the diameter of the bur. Investigation results indicate that the bur returned is incompatible with the attachment used in this procedure and the use of this bur with the attachment would result in the bur breaking.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.